Event description:
It was reported that a navigator access sheath device was about to be used during a procedure. During preparation, it was notice that the coating inside the sheath got peeled off. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a040506 captures the reportable event of sheath peeled.